Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a thoracic pain since the device was implanted. It was also reported that the pain was too much for the patient. The physician thought that the leads were implanted more lateral. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.